Event description:
(B)(4). Started noticing hair loss, weight gain, painful periods, periods lasting for 23 days. As of (B)(6) 2015 I'm now getting ovarian cysts that cause pain even when not on my period. Extreme fatigue.